Event description:
Prior to diagnostic gyn laparoscopy, while attaching the instrument to the handpiece, the 4-40 stud broke off. A second handpiece and shear and completed the case with no pt consequence.